Manufacturer narrative:
Age at time of event: patient is an octogenarian. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as "there was a break in aseptic technique while handling the tip of connection tube". On the same day as the event onset, the patient was hospitalized for the event and was treated with unspecified antibiotics (ongoing, doses, route and frequencies were not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.